Event description:
Coopervision was made aware of a pt who after wearing the biofinity toric lens for less than four hours developed an uncomfortable feeling in her right eye. The ecp determined the initial fit to be adequate. Within several days, the pt noticed a white mark on her cornea, close to her pupil and her eye was becoming red and a bit irritated. She was treated for what appeared to be a corneal infiltrate/ulcer with a topical antibiotic/steroid combination drop. She returned and the ulcer was 2.5mm and had penetrated approximately 90% of her cornea. The ulcer was cultured and serratia marcescens was identified. After many visits and significant antibiotic therapy, the progression was halted the ulcer has healed. The ecp stated that her best visual acuity after the event was 20/50. She was evaluated by a corneal specialist who stated that her best corrected visual acuity is 20/100. The only treatment to clear her vision is a corneal transplant. The lenses were stored in biotrue contact lens solution. Biotrue contact lens solution is mfg by bausch and lomb. No lenses were returned and no lot number were provided.